Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
E2 (health professional): the information included in this section should remain blank, as it¿s unknown if the initial reporter is a healthcare professional. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the e433 error message occurred due to a defective high voltage power supply(hvps). Probable causes for the defective hvps board include: the supply voltage from the hvps board is missing or too low. A defective hvps board due to a short circuit of the mos transistors. In such cases, the user may sometimes observe popping noises or flashes. The final root cause of this event was unable to be identified. During the device evaluation, it was confirmed through the device log that the device displayed error code e457. However, this defect is not considered severe enough to cause a potential adverse event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation identified the device is restarting after switching on and is displaying error e433. The high voltage power supply board was found defective. The inspection also notes scratches on the top cover. The investigation is still in progress, however, a supplemental report will be submitted upon completion of the investigation or if additional information is received.

Event description:
The customer reported to olympus the high frequency unit "esg-400" electrosurgical system generator was showing error code e433. The customer's reported problem was found during the procedure but the device was not in used in patient. The therapeutic procedure was an open thyroidectomy and it was completed using a similar device. There was a delay of 15 minutes and the delay wasn't clinically relevant for patient health. No reports of patient harm was associated with the event.